Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical products - 61971001 cement tbu005, 00811400010 femoral stem 12/14 neck taper ext. Offset size 0 105 mm stem length 61715027, 00875304801 shell with cluster holes porous 48 mm o.d. 62151489. This report is number 2 of 2 mdrs filed for the same patient (reference 0001822565-2017-01466 & 0001822565-2017-01469).

Event description:
Patient's left hip was revised approximately one month post-implantation due to dislocation. All components were removed and replaced. No further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. DHR was reviewed and no related deviations or discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the national joint registry that the patient's left hip was revised approximately one month post-implantation due to dislocation subluxation.